Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the device was working for about thirty seconds and then the blade stopped rotating with the trigger depressed and the hand piece would chug. The lights on motor drive unit would turn on and off when the chugging started. The surgeon continued with the procedure and the same event re-occurred. The pt had three fibroids which were less than five centimeters and the surgeon completed the procedure with the same device with no adverse pt consequences. While completing the procedure, at least five more chugging incidents occurred.